Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00650, 00652, 00653.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visual examination. Complaint history reviewed and there are no trends for the item or lot numbers provided. Device history record reviewed and indicates that product met specification when manufactured. An attempt was made to remove the neck during a revision surgery involving a loose acetabular cup. The neck could not be removed, therefore the stem and neck were both removed. No corrective action required as analysis shows no trend for item/lot.